Event description:
Failure to provide adequate aiat info, including aiat password for testing of xray and detection system, exposed pt to unnecessary radiation per (B)(6). Failure to provide instructions per (B)(6). Dates of use: (B)(6) 2010 - (B)(6) 2010, 60 days.